Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing of noise, some intermittent loss of capture, and an impedance rise. The patient was brought into clinic for check. Since the patient had low percentage of right ventricular pace, the physician decided to make no changes. The patient would be monitored.